Event description:
It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified coronary vessel. A 1.25mm rotalink plus and a rotawire were selected for a coronary atherectomy procedure. During the procedure, the rotalink plus catheter was delivered to the lesion. The device suddenly stalled. The burr became stuck on the wire and the rotalink plus and rotawire were removed from the lesion together. The procedure was completed with a different device. There were no patient complications reported. The patient's status was stable post procedure.

Manufacturer narrative:
B3: date of event: it was not provided, used the first date of the month of the aware date. Device evaluated by manufacturer: returned product consisted of a rotawire inside of the rotablator plus device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft. The device was unable to rotate due to a melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during preparation or during procedure. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date.

Event description:
It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified coronary vessel. A 1.25mm rotalink plus and a rotawire were selected for a coronary atherectomy procedure. During the procedure, the rotalink plus catheter was delivered to the lesion. The device suddenly stalled. The burr became stuck on the wire and the rotalink plus and rotawire were removed from the lesion together. The procedure was completed with a different device. There were no patient complications reported. The patient's status was stable post procedure.